Event description:
Customer reported that the insulin pump failed to deliver insulin on several occasions. Customer reported that he was experiencing unexplained high blood glucose levels, recently up to 248 mg/dl. Customer stated that the insulin pump may have been returning no delivery alarms. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.